Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a removal surgery on (B)(6) 2021 due to pain when wearing certain shoes. Per the surgeon's assessment, friction from shoe wear resulted in the irritation experienced and a ganglion cyst developing in the area of the dorsal plate. No devices were returned for evaluation. The device history records for the sk12 were reviewed and no issues were identified during the manufacture or release of the device that could have contributed to what was reported. Based on the available information and surgeon's assessment, it's possible that the dorsal plate contributed to what was reported. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate. It was confirmed that the patient's bones were completely fused. No other patient outcomes were reported as a result of this event.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a removal surgery on (B)(6) 2021 due to pain when wearing certain shoes. There were no deficiencies or malfunctions alleged/found with any tmc device and the patient's bones were completely fused. No other patient outcomes were reported as a result of this event.